Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the buttons did not respond. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found firmware errors and a screen error alarm were observed. Functional testing was performed and passed, but the receiver input did not respond due to the firmware errors and error icon displayed. The reported event of buttons did not respond was confirmed. The root cause was determined to be firmware errors and an error icon.  Based on the investigation results this issue has been upgraded from non-reportable to reportable.